Event description:
During pt's surgical procedure, while dr was de-airing the bypass grafts, a loud popping sound was heard by all staff in the room. After inspection, the scrub nurse saw the chest retractor had snapped into two pieces. The retractor was removed and replaced with another retractor.